Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017- 08014: device 1 of 2 . Reference MFR. Report#: 1627487-2017- 08015: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable thus both leads are reported. It was reported the patient felt as if the lead was close to the battery site. An x-ray was taken and showed the left lead had migrated into the ipg pocket. The patient underwent surgical intervention on (B)(6) 2017 where the lead was repositioned to the original position. Therapy was resumed postoperatively and the patient is receiving effective stimulation.